Event description:
During an in clinic follow up, the device was observed to be in back up mode. Technical support was contacted and noted restoring the device could lead to end of life (eol) as the device was below elective replacement indicator (eri). Technical support recommended device replacement. Additionally, prior to the device replacement procedure, it was observed the device was pacing intermittently. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed, intermittent pacing was not confirmed. The device was received with battery voltage at end of life (eol) level, in backup conditions which occurred consistent with low voltage fluctuation. Electrical tests performed, after replacing the battery, and re-loading the device code normally, indicates normal functionality. Further evaluation of the output signal found normal pacing parameters. Longevity assessment was performed, based on average drain current, and the pacer exceeded projected longevity indicating normal battery depletion.